Event description:
Following a routine implantable neurostimulator (ins) replacement, the pt developed a seroma at the pocket site. The seroma was drained several times by the physician. The pt also experienced a shocking or jolting sensation while the ins was turned on. Impedance measurements were normal with the exception of contact #7 (the measurement was not provided); contact #7 was not being used. The pt did not and would not turn off the ins because without it he was in too much pain. Approx 3 weeks later, the pt believed that there was fluid back in the pocket because it was sore to touch. Palpation of the area made no difference to the jolting sensation. The pt would not allow the device to be turned off to see if the jolting still existed because he would be in too much pain. Electrode impedances were the same as reported earlier. The pt thought that physical therapy (pt) may have done something to the "wires". The pt was being referred back to the clinic that did the implant. Additional information has been requested, a follow-up report will be sent if additional information becomes available.